Event description:
Same case as 2134265-2008-02473. It was reported, by a medwatch report that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pe-dilated with a 2.5 x 16 mm maverick balloon. The physician implanted 2 taxus express2 drug eluting stents, a 3.0 x 20 mm and a 2.5 x 24 mm. The lesion was located in the 80% stenosed proximal to mid left anterior descending (lad) artery. The mid lad was stented with the 2.5 x 24 mm taxus stent and the proximal lad was stented with the 3.0 x 20 mm taxus stent. The stents were overlapping slightly. Both stents were post dilated with a 3.0 x 20 mm quantum maverick balloon. Post procedure, on arrival in the cardiac short stay unit, the pt complained of chest pain and st segment evals were noted. Angiography revealed a thrombosis in the lad. An export catheter and angiojet were used to perform a thrombectomy. Three passes were performed. A 3.25 x 20 mm quantum maverick balloon was used to further dilate both stents. Repeat angiography revealed excellent results with brisk distal flow and resolved st elevations. Reopro was administered during this procedure. No add'l pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.